Manufacturer narrative:
The customer reported complaint for the thermogard xp ivtm system serial #: (B)(4) displayed "tcm ID:05" (coolant diff failure) error message upon powering on was confirmed during the event log review but not during the initial functional testing. The root cause of the reported error message was the lm34 temperature sensor, it was malfunctioning intermittently which caused the thermogard console to display the tcmid:05 error message. Upon visual inspection, observed the assembly top lid and pump lid are cracked, likely attributed to mishandling. The top lid and pump lid were replaced to address these physical damaged parts. In addition, the white rollers are worn out and cold well cap gasket turns in yellow, likely attributed to normal use of the thermogard console. The white rollers and cold well cap gasket were replaced to address these observed issues. Thermogard console's event log data were reviewed and revealed two tcmid:05 (coolant diff failure) error message around the customer's reported event date, thus confirming the reported complaint. The lm34 temperature sensor needs to be replaced to remedy the intermittent tcmid:05 error message. Also, two tcmid:07 (coolant temp high) error messages in the event log, unrelated to the reported complaint. The root cause of tcmid:05 and tcmid:07 was due to the defective lm34 temperature sensor and it was replaced to address these error issue. During preliminary functional testing, the thermogard xp ivtm system passed without any fault or error. The reported tcmid:05 and tcmid:07 found in the event log were not replicated during test. Following service, the thermogard console pass all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard system with sn (B)(4).

Event description:
During ivtm set-up, customer reported that the thermogard xp ivtm system serial #: (B)(4) displayed "tcm ID:05" (coolant diff failure) error message upon powering on. It is unknown if another thermogard ivtm system was used to continue with ivtm therapy. No patient involvement.